Manufacturer narrative:
(B)(4). Concomitant medical products: 180558, 4.75 variable non-locking screw 3.5 hex, 309030, 180551, 4.75 mm fixed locking screw 3.5 hex, 549760, 010000589, comprehensive mini baseplate and taper adaptor, 158000, xl-115363, arcomxl standard humeral bearing, 529030, 113629, comprehensive humeral stem¿mini, 103190, ti-115310, versa-dial glenosphere standard titanium, 580900, 115340, humeral tray standard ¿ titanium, 581570. Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time. Device remains implanted in the patient. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03576, 0001825034 - 2018 - 03577, 0001825034 - 2018 - 03578, 0001825034 - 2018 - 03579, 0001825034 - 2018 - 03580, 0001825034 - 2018 - 03581, 0001825034 - 2018 - 03582. Patient not yet revised.

Event description:
It was reported that patient has been indicated for a reverse total shoulder revision procedure approximately three (3) years post-implantation. Patient is experiencing pain, limited range of motion and loosening of implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.